Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the straight suction and seventy degree suction were damaged. There was no patient present when this issue was identified.

Manufacturer narrative:
The straight suction was returned to medtronic for analysis. Analysis revealed that the returned straight suction was not able to verify when attached to a known good tracker. The suction tube was visibly bent. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.